Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an infection occurred. The status of the absorbable antibacterial envelope is unknown. Additional information related to the infection has been requested and not received. No further patient complications have been reported as a result of this event.